Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
The device got stuck on the wire (thruway) and they had to pull the system out. No patient complications, patient is fine. They opened up another jetstream (same size) and completed the procedure. Additional information reported that the wire information is unknown and that the scrub tech kinked the initial thruway wire causing the jetstream to stick on the wire. New thruway was used, without a kink, the 2nd jetstream worked fine.